Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient that was generated by the unicel dxl 800 access instrument. The accu tni result was 1.89ng/ml. The result was reported out of the lab. On the same day, the customer re-tested the patient original sample for accu tni; the result was 0.19ng/ml. The customer then re-tested the patient original sample for accutni 2nd time. The accutni result was 0.13ng/ml. A corrected report has been issued to the floor. There have been no deaths or change in patient treatment that can be attributed to this event.